Event description:
The company was informed about a revision case of the tops system in the us due to a fractured pedicle bone. No information was provided regarding the original procedure. In the revision surgery the pedicle screw was removed and replaced with a new one. All other implants remained in-situ. No other details were provided, and no additional information is available.

Manufacturer narrative:
The company has not been able to obtain information regarding the original procedure, patient condition, and lot number of implant involved. A few attempts have been made to obtain this information. The explant was not returned, nevertheless, no indication of failure or malfunction was reported. A pedicle fracture can occur for several reasons during or after spinal surgery, such as the use of incompatible screw dimensions or trajectory, failed attempts at screw repositioning, aggressive facet resection at the pedicle entrance, poor bone quality (e.g., brittle or hard and thin) or trauma. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. If additional relevant information becomes available, a supplemental report will be submitted.